Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated at 258mg/dl. Elevated bgs were treated by administering a correction bolus.